Event description:
It was reported that a patient and son were doing a routine cassette change with a new cassette and the pump displayed a no disposable alarm. The patient was instructed to switch that cassette to other pump. The cassette ran on that pump without any issues at all. The patient was instructed to take the nearly-empty cassette that was not alarming and run it on pump. The pump also ran without any issues at all. The patient and son requested that a new pump be sent to them. They will also send cassette. A new pump is being sent and a box for return of both pumps and cassette. No patient involvement or injury was reported.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.